Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery and an impella rp flex was inserted into the right femoral vein in a 64-year-old male patient presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). During the procedure, access was obtained to the right jugular vein but was lost. The sheath and guidewire came out. The physician attempted to regain access but was unsuccessful. Access was then obtained in the right femoral vein, and the rp flex was inserted. Thirty seconds later, the patient's pressures began to drop, and when verifying position, the outlet cage slipped into the right ventricle. Several attempts were made to push the rp flex back across the pulmonary artery valve, without success. The patient continued to code, and the patient expired. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock, along with the complications of stage e shock.

Manufacturer narrative:
Vascular dissection, patient-device interaction problem, difficult to place or position: the cause of the issue was not established as no product was returned and insufficient clinical details were provided.